Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged air detector sensor. Event log history was performed, and the reported problem was not found in the event log. During analysis, the customer's reported problem regarding "cassette not attached properly" was duplicated when latching cassette onto the device. The cause of the reported problem was noted to be faulty downstream sensor. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump wont accept the cassette. There were no injuries or adverse events reported.